Event description:
The patient received 67 high voltage therapies over a one hour period. The electrograms were evaluated and it was determined that the patient had both appropriate and inappropriate therapies. The inappropriate therapies were the result of oversensing on the ventricular concomitant lead. Technical services discussed a potential lead dislodgement and that it would not be appropriate to recommend sensing changes for programming. The patient was admitted to the hospital and the device turned off. The device and concommitant lead were to be further evaluated once the patient was stabilized. It was later reported that the patient expired while in the hospital. The cause of death and date of death are unknown.